Manufacturer narrative:
Asp investigation summary: the investigation included a review of the certificate of conformance (coc), visual analysis, lot trending and system risk analysis (sra). The coc was reviewed and test specifications were met at the time of release. No issues were observed in the release record would contribute to the complaint. One roll of partially depleted tape was returned. The sterrad letters are red. A used sample of the same lot was received and was yellow indicating the ci tape changed color correctly. In addition, a 2nd lot was also received which also was observed to be yellow and passing correctly. The reported complaint could not be confirmed. Trending by lot number was reviewed from 04/09/2016 to 10/06/2016 and no significant trend was observed. The sra indicates the risk associated with a quality problem with no impact on safety is "low." There was no problem found for the ci tape issue not changing color correctly as the returned ci tape showed proper color change, coc found no anomalies that would contribute to the issue and no significant trend was observed in the lot history. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 33515.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad 100s cycle. The customer stated when another lot was used, the color changed correctly. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.